Event description:
The initial report stated that when the patient return electrode pad was opened the aluminum board around the tab was found broken. Another pad was opened and used. Upon return and evaluation of the pad it was found that the resistance was out of specification.

Manufacturer narrative:
This product was returned for a visual defect. However, when the sample was evaluated, it was found to be out of electrical specification due to a stress fracture in the foil at the tab end of the electrode. A stress fracture at the tab end of the electrode with resultant reduced electrical continuity has the potential to cause a patient burn. A failure analysis into the occurrence of stress fractures found that they could be induced by manipulation of the tab during assembly, application to the patient and removal from the patient. Additionally, a device that has been reused and subjected to multiple manipulations has a much greater chance of incurring a stress fracture. We are closely monitoring the incidence rate of dispersive electrode burns. The rate of burns for valleylab dgphp dispersive electrodes continues to be lower than the overall rate of radio frequency ablation dispersive electrode burns as sited in current medical literature. Continuous improvement efforts are on-going to ensure that customers are properly trained on the proper use of the dispersive electrodes. We also reinforce the importance of not reusing these single use devices to the customer whenever the opportunity arises. Additionally, in march 2007 manufacturing improvements were implemented to reduce the possibility of stress fractures.